Manufacturer narrative:
It was reported that the air compressor did not power on. The user facility (personnel of the medical equipment department) investigated the issue and performed service of the compressor by themselves. It was found that the air compressor fuse was damaged. The fuse was replaced and test performed. Unit passed all functional and safety test per factory specifications. Thereafter the unit was returned to customer and cleared for clinical use. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet.

Event description:
It was reported that the compressor mini did not power on. There was no patient harm. Manufacturer's ref.#: (B)(4).